Event description:
The customer contacted stryker to report that their device would not fully boot up. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker performed an initial evaluation on the customer's device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker further evaluated the customer's device and was able to verify the reported issue. It was determined that the system pcb failed and was identified as the root cause of the issue. This part is no longer available and the device was returned to the customer unrepaired.

Event description:
The customer contacted stryker to report that their device would not fully boot up. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.